Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation in the vaginal area last wednesday at which time she turned the neurostimulator down. It was then noted that the device had shut itself off. This happened again on (B)(6) 2010. The next day, the pt noted that the device had turned itself on and reported that she had not used the pt programmer since sunday. The stimulation, even at low levels, hurt the pt in the vaginal area. She felt the stimulation in the same place for the past 6 yrs and now had become uncomfortable. Impedance measurements were normal (1200 to 1500 ohms). Add'l info was requested.